Manufacturer narrative:
The exact patient date of birth was unknown; however, it was reported that the patient was born in 1977. Medical device problem code (B)(4) captures the reportable event of bands unable to deploy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. The device was assembled correctly and the scope was inserted into the right position. During the procedure, the varix was suctioned. When the handle was rotated to deploy the band, it did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.